Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-code: hwc complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of titanium cannulated tibial nail with proximal bend and six (6) titanium locking screws due to nonunion. All hardware was successfully removed intact. The reamer irrigator aspirator (ria) 2 reamer head broke off during reaming. Patient outcome was unknown. This (B)(4) captures the postop event removal, due to nonunion. (B)(4) captures the intra-op event during removal when the reamer head broke off. This complaint involves seven (7) devices. This report is for one (1) 4.0 ti lckng scr t25 sd 34 for im nails. This report is 1 of 7 for (B)(4).